Manufacturer narrative:
Device was used for treatment, not diagnosis. On (B)(6) 2009, the patient underwent a one-level l4-l5 total disc replacement for an internal disk disruption. On (B)(6) 2011, the patient had a follow-up and x-ray. Levels l5-s1 looked normal. The patient complained of pain in the abdominal wound. The surgeon recommended he see another surgeon to rule out incisional hernia. The patient underwent a surgical procedure to treat the incisional hernia on an unknown date. On (B)(6) 2013, the patient was seen for a follow-up and an x-ray. The x-ray showed anterior calcification at the l4-5 disc replacement. On (B)(6) 2013, the patient had a CT scan for the lumbar spine. There is bilateral facet joint hypertrophy and vacuum disc phenomena at l5-s1 disc levels. On (B)(6) 2013, the patient had a follow-up. The assessment was the patient¿s low back pain may be due to facet arthropathy. Bilateral facet joint injections were recommended. On (B)(6) 2013, the patient went for an evaluation and a cat scan of the lumbar spine. The patient was diagnosed with mechanical low back pain. Medial branch blocks were recommended. On (B)(6) 2013, the patient was seen for a follow-up after two facet joint injections. He is pending a rhizotomy. The patient was involved in an additional motor vehicle accident on (B)(6) 2013. The patient is complaining of pain along the right inguinal area. The surgeon recommended he see another surgeon to rule out a right inguinal hernia. This report is for an unknown prodisc-l implant. This is 1 of 3 reports for complaint #(B)(4). This report is for 1 of 3 unknown prodisc-l implants. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported on (B)(6) 2013 that a surgeon has a patient with a total disc replacement at l4-l5 with symptoms at adjacent l5-s1, believed to be unrelated to the device. The patient was involved in motor vehicle accident on unknown date in 2006 and was experiencing low back and left lower extremity pain. On (B)(6) 2006, the patient received an MRI examination of the lumbar spine. At l4-5 and l5-s1, mild annular bulge was noted with a broad posterolaterally protruded disc to the left, narrowing the left neural foramen, with possible compression over the exiting left nerve root. There are mild facet degenerative changes at l4 and l5. On (B)(6) 2008, the patient received an MRI examination of the lumbar spine. Facet arthropathy was noted. In (B)(6) 2009, the patient was seen by the surgeon and underwent a lumbar discography.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was conducted. The complaint description notes that a post-operative x-ray on (B)(6) 2013 showed "anterior calcification at the l4-l5 disc" which suggests potential heterotopic ossification (ho). The x-ray has not been evaluated by depuy synthes though to verify and determine the degree of ho. The patient was initially implanted with a one-level prodisc-l at l4-l5 on (B)(6) 2009 for an internal disc disruption. In evaluating the occurrence rate, there is recent data from the final post-approval study (pas) of the one-level ide clinical study that provides additional information and is summarized below. An independent radiographer assessed heterotopic ossification (ho) at the index level in 211 prodisc-l subjects (both randomized and non-randomized) at their last available follow up visit. Ho was assessed according to the definitions presented by mcafee et al (listed below). The results showed that 174 subjects (82.5%) did not exhibit evidence of ho (class 0), 27 subjects (12.8%) had class I, three subjects (1.4%) had class ii, seven subjects (3.3%) had class iii, and no subjects had class IV ho. Note that there was no significant association between radiographic findings of ho and clinical outcome. An analysis was also conducted to determine the number of subjects with stable versus worsening ho at consecutive visits for only those subjects who exhibited ho (class I or greater) at their last available visit. These analyses demonstrate that, of those patients presenting with ho class I or greater, a majority of the subjects ho remains stable from visit to visit. Mcafee classification (j spinal disorders & techniques 2003; 16[4]): class 0 - no evidence of heterotopic ossification or osteophyte formation. Class I - ho is present in islands of bone within soft tissue but is not influencing the range of motion of the vertebral motion segment. Bone is not between the planes formed by the two vertebral endplates. Class ii - ho or post-operative osteophytes are present between the two planes formed by the vertebral endplates but are not blocking or articulating between adjacent vertebral endplates or osteophytes. Class iii - the range of motion of the vertebral endplates is blocked by the formation of ho and/or postoperative osteophytes on flexion-extension or lateral bending radiographs. Class IV - an apparent continuous of bone exists across the adjacent vertebral endplates caused by bridging osteophytes or heterotopic ossification. A review of pertinent articles for heterotopic ossification was also assessed to determine if there is any additional information of relevance. A literature search was done by searching the pubmed database using the following search criteria and key words: heterotopic ossification and lumbar disc replacement (searched initially under heterotopic ossification and then narrowed search appropriately to focus the search as the initial search yielded an excessively large number of articles). A total of 12 articles with potential relevance were identified. Abstracts were reviewed and if warranted complete articles reviewed for relevant information. Tortolani et al evaluated the presence and clinical relevance of heterotopic ossification following total disc replacement with the charité device (depuy spine, raynham, ma). They found that the prevalence among 266 patients with the charité device was 4.3% (12 total cases) at minimum of two years post-op. Four of these cases were classified as class-I heterotopic ossification, while the remaining eight were class-ii. Eleven of the twelve patients had evidence of heterotopic ossification by three months. The postoperative range of motion exceeded the preoperative range in all patients with heterotopic ossification, and no significant difference in the mean odi or vas scores between patients with and without this occurrence was found. Based on their results, the authors state "in this prospectively analyzed group of patients, the clinical impact of heterotopic ossification on pain, functional outcome, and range of motion on flexion-extension radiographs appears negligible." Park et al also evaluated heterotopic ossification following total disc replacement with charité and prodisc-l. The majority of the patients were implanted with the prodisc-l (75 levels) and a relatively small number of patients had a charité (7 levels). After 45 months mean follow-up, heterotopic ossification was detected in 30.5% of 82 segments, with 9.8% classified as class-I, 14.6% as class-ii, and 6.1% as class-iii. Note that the authors do not provide a breakdown of ho by device other than stating that 1 in 7 levels of the charité had evidence of ho. They state the following. "Only high degree heterotopic ossification (class-iii) was associated with subsequent loss of movement at the implanted segment. The low grade heterotopic ossification (class-I and class-ii) was not associated with loss of rom. It was unclear whether preservation of rom results in a better outcome. The clinical outcomes showed no difference between the patients with heterotopic ossification and those without heterotopic ossification and even high degree heterotopic ossification (class-iii) did not show any difference in clinical outcome." The author's note that there was a loss of rom with class-iii heterotopic ossification, but the mean reported segmental motion in the study was still 5.5° (five segments; range 4-8°) for levels with this class of ho. They also note that the relatively high rate of ho compared with some of the previous reports characterizing ho is a result of the "meticulous search for any small ossification" in their series. They go on to provide some information on potential causes. They state that although "the etiology of heterotopic ossification is still unknown" that "it has been reported that factors associated with heterotopic ossification include perioperative bleeding in the vicinity of implant, especially at the keel cut site, rough tissue dissection, underlying diffuse idiopathic skeletal hyperostosis (dish) and annular repair after implantation of the prosthesis." And that "the perioperative administration of nonsteroidal anti-inflammatory drugs (nsaids) is recognized as important prophylactic treatment for patients undergoing total disc replacement." And "therefore, meticulous hemostasis, gentle muscle dissection and the use of nsaid are generally recommended" huang et al analyzed the risk factors of ho after 78 total lumbar disc replacements in 65 patients from april 1998 to december 2003 and attempted to identify preventive strategies. The type of lumbar tdr was not described in the abstract but based on the first implantations occurring in april 1998 it appears the tdr device may be the charité (the only tdr commercially available at the time). Note that the prodisc-l was not available until december 1999. The article is noted to be written in chinese and therefore only the abstract was reviewed. As stated in the abstract the mcafee classification system was used by the authors. They note that postoperative ho was found in 10 spaces of 9 cases. Class I ho occurred in 7 patients at a mean of 2.1 years postoperatively with normal range of motion preserved. Three of these turned into class ii or iii with 10 degrees of mean rom in the following 2.5 years. In another 2 cases (2/9) had bridging trabecular bone (class iii) between the endplates and 9 degrees of rom 2 years after surgery, then turned into class IV at 6 years with 0 degrees and 4 degrees of motion at the operated levels. The authors note the risk factors of ho to be preoperative annulus ossification (2 cases), bony endplate injuries (5 cases), mal-positioned prostheses (2 cases) and subsided prostheses (2 cases) with significant positive relation to ho (p < 0.05). They note that factors such as preoperative ossification of annulus, endplate injuries, prosthesis subsidence and mal-position have higher risks for developing ho after artificial disc replacement, but that rom is preserved at most of the affected levels. They also state that strict control of the indications and avoiding the risk factors they identified can effectively prevent ho from occurring. Jang et al describe a case of ho and solid bony fusion five years postoperative following implantation of a maverick tdr (medtronic sofamor danek, (B)(6)) in a (B)(6) female patient and describe factors likely contributing. The authors note that preoperative rom was 8.6°. At 1-month postop the rom was 2.1°. At three years, calcific bony spurs (described as heterotopic calcification) were noted on radiographs, and at final follow-up (five years), the l5/s1 segment was completely fused by radiographic evaluation. The authors note that "in retrospect, we believe that decompression at the l5-s1 posterior lip was excessive, creating a sunken base posteriorly for the implant and impairing its placement." They go on to state that "normal movement clearly appeared compromised as a consequence." They conclude that "a malpositioned implant may impair normal spinal movement, leading to ho or complete fusion of the operated segment." Jang et al also note that "while the etiology of ho remains unclear, perioperative bleeding, implant milieu and ancillary patient conditions (i.e. Diffuse idiopathic skeletal hyperostosis) have been implicated" and make reference to park et al. The literature reviewed provides some additional information on the prevalence of ho occurring with different types of lumbar tdr and provides some suggestions for potential causes. As noted above the current prodisc-l complaint under evaluation also provides details regarding adjacent segment degeneration. Based on the information provided it is unclear the potential causes of the adjacent segment degeneration. As described in the complaint description it was reported on (B)(6) 2013 that the surgeon has a patient with a disc replacement at l4-l5 (initially implanted on (B)(6) 2009) with symptoms at the adjacent level l5-s1 believed to be unrelated to the device. The complaint description also notes additional details of potential relevance. In (B)(6) 2006 mild facet changes were noted at l4 and l5 based on an MRI. In (B)(6) 2008 an additional MRI was done and facet arthropathy was noted but no additional details on the degree of arthropathy are provided. In a follow-up visit (B)(6) 2013 "the assessment was the patient's low back pain may be due to facet arthropathy." The complaint description does not describe whether the patient has undergone any reoperative procedure and only notes that on (B)(6) 2013 the patient was currently pending a rhizotomy. The current complaint describes a case of apparent heterotopic ossification with "anterior calcification at the l4-l5 disc" based on a follow-up x-ray on (B)(6) 2013. The patient was initially implanted with a one-level prodisc-l at l4-l5 on (B)(6) 2009. The x-ray has not been evaluated by depuy synthes though to verify and determine the degree of ho. The current causes of ho are not completely understood but could be related to surgical technique and/or patient factors. There is insufficient information available for the current complaint to determine a root cause.